Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on the results of evaluation on 01/21/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/21/2015 with the following findings: the pump battery compartment was observed to be cracked below the grip pad. No battery cap was returned with the pump; a test cap was inserted for testing. The pump powered on appropriately. The pump display screen was noted to be dim and discolored. Unrelated to the battery compartment and display issues, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6)